Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter presented an air leak between the mac-loc and catheter upon insertion during an abscess drain in the abdomen. The procedure was completed successfully with the use of an alternative device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: conclusion codes: cause not established (4315). A review of the complaint history, device history record, documentation, instructions for use (IFU), and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The customer returned one 8.5fr mac-loc catheter with a metal stiffener fully inserted. The metal stiffener was removed with no resistance. No biomatter was present on the device; however, the distal tip was discolored possibly indicating use. The device was returned with the mac-loc in the unlocked position. No surface damage was noted on the device. A leak test was conducted by clamping the distal end of the catheter tubing with hemostats and injecting room temperature water into the proximal end. The leak test was able to confirm the presence of a leak between the catheter tubing and connector cap. A twist test was conducted revealing that the connector cap was secure. A tug test was conducted revealing that the catheter tubing was not secure in the proximal assembly and pulled out with relative ease. The connector cap was removed by dissociating the adhesive bond with ipa. Upon removing the cap, the suture string was found wound in the threads of the hub. The flare appeared heavily deformed, had a lip, was possibly missing portions, was out of round. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to specifications. The connector cap inner diameter, mac-loc hub inner diameter, catheter tubing outer diameter, and number of threads showing between the cap and hub were measured and all found to be within manufacturing specifications. The device did leak, but based on the measured parameters it is not out of specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: d10-device available for eval: yes; product received on: 07/09/2018. H3-device evaluated by MFR: no; device evaluation anticipated, but not yet begun (02). H6-conclusion codes: conclusion not yet available-evaluation in progress (11). B5: a terumo wire guide was also used in this case. (Information was available at the time of the initial MDR report). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.